Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was defective. No further information was provided.